Event description:
Patient report of implant of ventralex mesh in 2007. Patient does not know product code and lot number. Patient called inquiring if mesh was recalled. Patient developed pain and nausea after the surgery and reports that three months later, she had an exploratory laparotomy where surgeon did not find any problems with the mesh except scar tissue and left the patch in place.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.